Event description:
The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event. It was further reported that there was damage due to twiddler's syndrome.

Event description:
The device was returned to the manufacturer, anayzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached depression; full lead returned for analysis.